Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("consists of 2 fragments of coiled material / the entire coil was removed in 2 pieces") and uterine perforation ("essure implant that seems to be perforating through the uterus on the right side") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("then became pregnant after this ( essure insertion)"). The patient had a medical history of tubal ligation, paratubal cyst, dyspareunia, appendectomy, urinary retention, headache, migraine, pain in joint, fibromyalgia, perennial allergic rhinitis, bowel obstruction, depressive disorder, low back pain, cervical disc herniation, cesarean section, nulliparous, heavy menstrual bleeding, multi gravida, pelvic pain and dysmenorrhea. Previously administered products included: mirena and mirena. Essure was removed on (B)(6) 2020. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion intervention required), partial expulsion of device ("essure implant that seems to be perforating through the uterus on the right side"), device expulsion ("essure implant, one missing on the left / no left sided essure implant was identified") and pregnancy with contraceptive device ("then became pregnant after this ( essure insertion)"). The patient was treated with surgery (laparoscopic salpingectomy bilateral-with removal of right essure coil) and non-drug therapy (elective abortion). At the time of the report, the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered device breakage, partial expulsion of device, device expulsion, pregnancy with contraceptive device and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): the studies then revealed an essure implant that seems to be perforating through the uterus on the right side. [Pathology test] on (B)(6) 2020: final pathologic diagnosis: bilateral fallopian tubes: fallopian tubes with paratubal cysts, right essure coil: gross examination only, clinical history: dysmenorrhea, pelvic pain, specimens submitted: a: bilateral fallopian tubes, b: right essure coils. Gross description: a. Bilateral fallopian tube: bilateral fallopian tubes and consists of 2 undesignated fimbriated fallopian tubes (averaging 3.8 cm length by 0.5 cm diameter). B. Right essure coil: right esser coil", and consists of 2 fragments of coiled material (0.9 and 2.5 cm in length). Also received is an elongated metallic slightly coiled wire (11 cm in length). There is no soft tissue identified. The specimen is received for gross examination only. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("consists of 2 fragments of coiled material / the entire coil was removed in 2 pieces") and uterine perforation ("essure implant that seems to be perforating through the uterus on the right side") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("then became pregnant after this ( essure insertion)"). The patient had a medical history of tubal ligation, paratubal cyst, dyspareunia, appendectomy, urinary retention, headache, migraine, pain in joint, fibromyalgia, perennial allergic rhinitis, bowel obstruction, depressive disorder, low back pain, cervical disc herniation, cesarean section, nulliparous, heavy menstrual bleeding, multi gravida, pelvic pain and dysmenorrhea. Previously administered products included: mirena and mirena. Essure was removed on (B)(6) 2020. On an unknown date, the patient had essure inserted. On unknown dates she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion intervention required), partial expulsion of device ("essure implant that seems to be perforating through the uterus on the right side"), device expulsion ("essure implant, one missing on the left / no left sided essure implant was identified") and pregnancy with contraceptive device ("then became pregnant after this ( essure insertion)"). The patient was treated with surgery (laparoscopic salpingectomy bilateral-with removal of right essure coil) and non-drug therapy (elective abortion). At the time of the report, the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered device breakage, partial expulsion of device, device expulsion, pregnancy with contraceptive device and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): the studies then revealed an essure implant that seems to be perforating through the uterus on the right side. [Pathology test] on (B)(6) 2020: final pathologic diagnosis: bilateral fallopian tubes: fallopian tubes with paratubal cysts right essure coil: gross examination only clinical history: dysmenorrhea, pelvic pain specimens submitted: a: bilateral fallopian tubes b: right essure coils gross description: a. Bilateral fallopian tube: bilateral fallopian tubes and consists of 2 undesignated fimbriated fallopian tubes (averaging 3.8 cm length by 0.5 cm diameter). B. Right essure coil: right esser coil", and consists of 2 fragments of coiled material (0.9 and 2.5 cm in length). Also received is an elongated metallic slightly coiled wire (11 cm in length). There is no soft tissue identified. The specimen is received for gross examination only. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: quality safety evaluation of ptc. Amendment: upon internal review, event "medical device removal " updated by "uterine perforation"; events "device expulsion", "pregnancy with contraceptive device", "device ineffective" were added, imdrf codes amended accordingly. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("consists of 2 fragments of coiled material / the entire coil was removed in 2 pieces") and medical device removal ("medical device removal / right esser coil") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, dyspareunia, appendectomy, urinary retention, headache, migraine, pain in joint, fibromyalgia, perennial allergic rhinitis, bowel obstruction, depressive disorder, low back pain, cervical disc herniation, cesarean section, nulliparous, heavy menstrual bleeding, multi gravida, pelvic pain and dysmenorrhea. Previously administered products included: mirena and mirena. On an unknown date, the patient had essure inserted. On an unknown date she experienced device breakage (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopic salpingectomy bilateral-with removal of right essure coil). On (B)(6) 2020,, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The reporter considered device breakage and medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] (date unknown): the studies then revealed an essure implant that seems to be perforating through the uterus on the right side. [Pathology test] on (B)(6) 2020: final pathologic diagnosis: bilateral fallopian tubes: fallopian tubes with paratubal cysts. Right essure coil: gross examination only. Clinical history: dysmenorrhea, pelvic pain. Specimens submitted: a: bilateral fallopian tubes. B: right essure coils. Gross description: a. Bilateral fallopian tube: bilateral fallopian tubes and consists of 2 undesignated fimbriated fallopian tubes (averaging 3.8 cm length by 0.5 cm diameter). B. Right essure coil: right esser coil", and consists of 2 fragments of coiled material (0.9 and 2.5 cm in length). Also received is an elongated metallic slightly coiled wire (11 cm in length). There is no soft tissue identified. The specimen is received for gross examination only. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.